Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 535 mg/dl at the time of hospitalization customer also stated that the insulin pump was not working. The customer was treated with insulin drip, fluids and saline in the hospital. Customer was unable to complete carelink upload. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.